Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms noted. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 47 mg/dl at the time of incident. The customer's blood glucose was 47 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer also stated that the day before their blood glucose was 400 mg/dl. Customer reported that insulin pump kept shutting off as insulin pump would receive a low battery and would shut off within a day. The customer stated that they treated the high blood glucose with insulin pump. The insulin pump will be returned for analysis.